Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "discomfort" and "prosthesis is burst" against right side device. Patient additionally reported MRI findings of "contour undulations and radial folds of frequent and habitual occurrence. Signs of intracapsular rupture of the right breast implant." Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: unable to observe any creases through the photos provided. Wrinkling: unable to observe any creases through the photos provided. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Event description:
Healthcare professional later reported "prosthesis with contracture."